Event description:
The manufacturer received information alleging a ventilator was alarming for a battery issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator was alarming for a battery issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.